Manufacturer narrative:
No additional information is available. If additional information becomes available, the report will be updated at that time.

Event description:
Boston scientific received information that there was increasing shock impedance measurements, but not out of range. It was noted that another manufacturer's subcutaneous array was causing the higher shock impedance measurements due to the fact that it was curled up in the pocket. A revision procedure was performed where the subcutaneous array was removed and a new one was added as the patient has high defibrillation thresholds (dfts). During the procedure, all impedance measurements tested fine. Several months later, the shock impedance was noted to be high and out of range. Review found that the shock impedance had been out of range a couple different times, with the earliest being five months ago. The patient was brought into the office and the shock impedance was noted to be out of range in multiple configurations. An x-ray was taken which appeared to show the other manufacturer's subcutaneous array and another manufacturer's adapter on top or underneath the implantable cardioverter defibrillator (ICD). The patient was referred to another facility for further follow up. It was noted that the second subcutaneous array was thought to not be working properly and causing the high shock impedance measurements. The parent's plan to meet with the physician to discuss further course of action, one possibility being removal of the entire system. At this time, the rv lead and ICD remain inservice and no adverse patient effects were reported.